Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.5/2.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Additional data: b5- "the reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.5/2.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting. On (B)(6) 2022, the lens was exchanged for a shorter length lens implanted vertically and the problem was resolved. Cause is reported as unknown." Claim# (B)(4).